Event description:
It was reported by the patient that she underwent a posterior pelvic floor repair procedure in (B)(6) 2008 and mesh was implanted. The patient began to experience symptoms not long after the procedure but was told it was part of recovery. The patient experienced urinary tract infections every couple of weeks and bleeding. The patient experienced severe pain on the right hand side which worsened over the years. The patient was prescribed pain medication. The patient stated it has taken up to twenty minutes to pass urine and on some occasions, needed to be catheterize. The patient reported that sexual intercourse was nearly impossible. The patient had additional procedures in 2009 and 2010 due to her symptoms. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.